Event description:
It was reported to philips that the ac indicator was not functioning. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty front case assembly. Upon conclusion of the evaluation, it was determined that this was a malfunction of the front case assembly. The front case was replaced to resolve the reported issue and a new label set was also provided to coincide with the replacement. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the ac indicator was not functioning. There was no patient involvement.